Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose was 300 mg/dl- 400 mg/dl with ketones but no longer present at the time of call. The customer used the pump to address high blood glucose levels. Reportedly, the customer had used cold insulin.